Event description:
It is reported that when trying to extract the provisional, it took excessive force to extract to the point that the extractor broke and flew off of the sterile field. The surgeon feels that the provisionals fit too tight and expressed concern for the possibility of ripping off the posterior condyle.

Manufacturer narrative:
This report will be amended when our investigation is complete.